Event description:
A physician reported a pt who was implanted with monarc sling five yrs ago, (date of surgery not indicated). She was diagnosed on (B) (6) 2010 with a vaginal fistula. A revision surgery is scheduled. No further info was provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual.